Event description:
It was reported that there was an implantable neurostimulator (ins) setscrew issue at implant yesterday. The physician tried to connect the lead and the screw would not thread down or hold, ¿like it was stripped.¿ the torque wrench would click appropriately, but the lead would pull right out. The ins was not used and would be sent back for analysis. After replacement with a new ins, the procedure went well and the patient went to recovery with no issues. It was reported 6 days later that impedance testing was performed and ¿cleared.¿ the patient felt stimulation and was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v014700, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.